Event description:
During on-site service, the baxter service technician found that the flogard infusion pump had a fully discharged battery. This malfunction was identified during service; therefore there was no patient involvement. Additional information is not available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician as part of preventative maintenance. This is an ancillary service event. A visual inspection and a battery test were performed. During the battery test, it was identified that the battery had fully discharged. The cause of the discharge is unknown. The battery was replaced to fix the found condition. The pump passed all testing and was returned to the customer in good working order. If additional relevant information is obtained, then a follow-up MDR will be submitted.